Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Initial reporter: name and address: added the country information that has been missing in the previous report.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a suspected rupture of an aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis (tgu373715j/12951701). Prior to implantation of the stent graft, debranching procedure was performed to maintain a blood flow to the left common carotid and left subclavian arteries. After implantation, a small proximal type I endoleak was revealed along with the inner curve of the aortic arch, but a wait-and-watch approach was taken to it. An intra-mural hematoma (imh) was also shown in the descending aorta, but the procedure was concluded without any intervention taken to the imh. On (B)(6) 2014, the patient's blood pressure dropped, and he developed epigastralgia so that the aneurysmal rupture was suspected. A computed tomography angiography revealed the aneurysmal rupture with an endoleak (type unknown) along with the outer curve of the aorta. Most part of the aneurysm sac was thrombosed, but there revealed a small contrast leaking into the aneurysm sac. On (B)(6) 2014, a reintervention was performed to treat the aneurysmal rupture. A graft was sutured to the right axillary artery, and a debranching procedure was performed to maintain the blood flow to the brachiocephalic artery. A stent graft (tgu404015j/12128776) was then implanted in an ascending aortic approach. After the reintervention, an imaging did not reveal any endoleak and showed that the aneurysm rupture was restored. It is reported that the length of the proximal landing zone was short and that the device should have been deployed from zone 0 (ascending aorta) from the beginning. The CT could not identify if the endoleak occurring along with the outer curve was a proximal type I. The endoleak might be a type ii endoleak, instead.